Manufacturer narrative:
Sus voluntary event report, mw5065972 is attached to this submission. A full evaluation of the lvad could not be conducted as the pump was not returned. Two system controllers were receive for evaluation. Review of the system controller log files confirmed multiple driveline fault alarms were captured. Additionally, a pump speed drop while the patient was connected to the power module, resulting in low speed advisory alarms was confirmed. The system controllers passed all testing. Although a specific cause for the low speed event and driveline fault alarms could not be conclusively determined, the data recorded in the log files as well as the inability to reproduce any issues during the investigation of the returned system controllers suggests a potential driveline wire compromise. A review of the device history records revealed that the devices met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Information was received on 01/10/2017 from sus voluntary report (attached) stating: on patient had speed drop to 3300 rpms which was drastically below low speed limit set at 8000 rpm. After admission on, patient had repeated "driveline fault" alarms which resulted in changing his system controller twice without resolution of alarm. Ultimately this event resulted in pump exchange driveline fault. A male w/hx nicmp s/p dt vad 2015, af, htn who presented with heart failure/volume overload and altered mental status at home on. He had been in his usual state of health prior to admission. Has done well with his vad now greater than 1 year out. His family noted an alteration in his mental status. More forgetful and careless with his meds and vad care. Also, he developed a significant headache and had increased dyspnea. Patient noted a vad alarm (low flow, speed drop to 3300). He was then seen in vad clinic where he related these symptoms and was admitted. Then on system controller changed at bedside with vad coordinator. Rn and perfusionist at the bedside for "driveline fault" alarm.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 2 months. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient underwent a pump exchange on (B)(6) 2016 due to a suspected driveline fracture. The patient is reportedly doing well since the exchange with no further issues. No additional information was provided.